Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, MRI powerport isp was implanted via internal jugular puncture. 2 years 5 months 22 days post port placement procedure, on (B)(6) 2025, the tube allegedly broke at latch position. The patient experienced severe pain and a drop in blood pressure. The catheter was disconnected and inoperable. Additionally, the catheter break was identified as they cannot withdraw the returned blood. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three photos were provided for review. Three photos were reviewed. This review showed a white catheter in two pieces, with one small piece attached to the stem of a powerport MRI isp port body, and a much longer piece separate. One of the ends of the longer segment appeared to not have a perpendicular termination surface but instead terminated at a shallow angle. The small segment appeared to have brownish residue on it, and there was also residue on the port body. The catheter appeared to be wrinkled/bunched up underneath the catheter lock. The nature of the catheter separation/break cannot be determined from the photos. Based on the photo review, the reported failures of fracture, material separation, and aspiration issues can be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method, component). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, MRI powerport isp was implanted. During the internal jugular puncture vessel procedure on (B)(6) 2025, the catheter was broken near the cath lock. The patient experienced severe pain and a drop in blood pressure. The catheter was disconnected and inoperable. Furthermore, the catheter break was identified as the hcp was unable to withdraw the returned blood. There was no reported patient injury.